Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This occurred during the therapy initiated on (B)(6) 2014 at 07:00:07. During night drain cycle seven, the patient's ultrafiltration reading was 1507ml, indicating the patient drained 1507ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional method. Evaluation summary: the device was returned to baxter and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The cause was undetermined as not enough evidence was available to make a determination. Should additional relevant information become available, a supplemental report will be submitted.